Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
It was reported by the customer that the syringe plunger was getting stuck ? - ? Way down the syringe while administering an injection and the injection could not be completed.the injection had to be discontinued.the customer indicated that there was no issue with drawing up the medication into the syringe and there was no concern of inaccurate dosage being injected when this issue occurred.no information was received regarding any serious injury as a result of this report.